Event description:
It was reported (3) ems devices were used during an unknown procedure. It was reported by the rep that the surgeon said the devices were not forming staples correctly. The case was completed with a new ems stapler. There was no consequence to pt.